Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse noticed liable temperature readings. There was a white disposable rectal thermistor in use. The temperature readings varied 1 degree changes within 10 minutes. The thermistor was removed and replaced, the temperature was not liable with the new thermistor. The nurse then noticed that the patient temperature was rising much slower than the rewarming mode temperature goal. The patient felt hotter than expected for low core temperature. The patient's oral temperature was 103.7f, a short time later, the device displayed that the patient's temperature was 104.1f. Ther was no change to the thermistor, cable or device. The device started to cool the patient immediately at the time the device registered the patient's temperature at 104.1f. The patients temperature dropped with no injury to the patient.

Manufacturer narrative:
Per additional information received on 25october2018, bard medical has determined that this MDR was initially reported in error as this event is not reportable.

Event description:
It was reported that the nurse noticed liable temperature readings. There was a white disposable rectal thermistor in use. The temperature readings varied 1 degree changes within 10 minutes. The thermistor was removed and replaced, the temperature was not liable with the new thermistor. The nurse then noticed that the patient temperature was rising much slower than the rewarming mode temperature goal. The patient felt hottier than expected for low core temperature. The patient's oral temperature was 103.7f, a short time later, the device displayed that the patient's temperature was 104.1f. Ther was no change to the thermistor, cable or device. The device started to cool the patient immediately at the time the device registered the patient's temperature at 104.1f. The patients temperature dropped with no injury to the patient.